Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer experienced diabetic ketoacidosis and blood glucose was reported as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. Reportedly, the customer changed the cartridge to address the issue.